Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and fever. The cause of and treatment were not reported. The patient was hospitalized for the event. At the time of this report, the patient has not recovered from the events. Action taken with pd therapy was not reported. No additional information could be provided because the reporter declined follow up.